Manufacturer narrative:
The customer returned the suspected product. The customer's returned meter was tested with the customer's returned test strips from lot # 8kpec51c and control solution from lot # 8bv2g35, which gave satisfactory performance. All control readings were properly marked as control results.

Event description:
The customer ran control tests on a contour next one meter and obtained readings of 362 mg/dl and 300 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. Later, the customer ran three more control tests and all readings were properly marked. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.